Manufacturer narrative:
Device evaluated by MFR: the returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 2mm proximal to the proximal marker band. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube shaft found no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. Due to no pressure and no dilatation from the first dilatation, the device was removed using normal method without issue and replaced. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. Due to no pressure and no dilatation from the first dilatation, the device was removed using normal method without issue and replaced. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.